Event description:
Pt with multiple medical problems was in cicu on a ventilator. Ventilator started alarming high pressure. Inner cannula of tracheostomy twisted and kinked. Oxygen saturations dropped. Outer cannula was found partially detached from flange, which had been sutured in place. Pulmonologist was notified. Inner cannula was completely kinked and outer cannula found completely detached. Nurse clamped a hemostat on the piece that the pt was aspirating into pt's trachea. Ent physician pulled the tracheostomy assembly and replaced with a #8 ett and taped it securely. No apparent injury to the pt. Pt remains in cicu on ventilator with routine trach care. Pt is in stable condition on the vent. Pt continued to have respiratory compromise due to neuromuscular weakness.